Event description:
It was reported that a malfunction occurred with a pump, displaying malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Initially, the customer attempted to reset the pump unsuccessfully because tandem charging supplies were not used. Technical support provided instructions for a successful reset, and the customer managed to reset the pump on their own. No recurring malfunction code was observed, allowing the customer to continue using the pump, with instructions to report any future malfunctions.